Manufacturer narrative:
Follow up #1: submitted: 03/10/2017: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and investigated by product analysis on 02/14/2017 with the following findings: on investigation, the pump was noted to have been returned with the temporary basal program sound set to off. All other sound features were set to high volume. The pump powered on with functioning vibration; however, there was no functioning audio tone. The pump was opened for investigation and revealed the contact of the audio tone unit were misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.